Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other error alarms in the alarm history due to an overwritten history file. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus or basal delivery. The caller did not know the blood glucose reading. The caller also reported that the insulin pump alarmed, indicating a motor position encoder error as well. Advised replacement of the insulin pump. Nothing further reported.